Manufacturer narrative:
(B)(6). Date of onset for the patient¿s post-operative infection is unknown. (B)(4). Date of original implant procedure is unknown. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a right distal humerus revision procedure on (B)(6) 2015 due to surgical site infection. The fracture itself appeared to be healed with no evidence of delayed union. The original hardware, which consisted of a 4.5mm narrow locking compression plate (lcp) and eight (8) screws, was removed without incident during the revision. The infected surgical site was washed out and antibiotic beads were placed. The procedure was completed successfully with no surgical delay or harm to the patient. This report is 1 of 3 for (B)(4).